Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a atrioventricular nodal reentry tachycardia, concealed atrioventricular reentrant tachycardia, and wolff-parkinson-white ablation procedure, during a slow pathway ablation, a complete heart block was observed and the patient showed a junctional escape rhythm of 70 beat per minute. No intervention was performed during the procedure and the patient was noted to be stable. A pacemaker was then implanted on (B)(6) 2021. There were no performance issues with the device.